Manufacturer narrative:
(B)(6) e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, after releasing the foot switch, the auxiliary water supply channel attached to the front end of the endoscope continues to supply water for 4 to 5 seconds. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the procedure was a diagnostic gastroscopy. The procedure was completed using similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.